Event description:
The drainage catheter was placed in 2008. At about 18 days later, the physician attempted to remove the catheter without unlocking the mac-loc catheter hub assembly. Upon removal, the monofilament became stuck at the "lumbus" and then broke. The monofilament remained in the pt's body. We were advised that no intervention was performed, however, the abscessectomy is scheduled, and the remaining portion will be retrieved then.

Manufacturer narrative:
Remaining portion will be removed from pt's body during a scheduled abscessectomy. No product was returned to assist in our investigation. However, based on the info provided that the physician attempted to remove the catheter, without unlocking the mac-loc assembly, it is possible this may have contributed to the difficulty experienced. We can advise that the suture is 100% inspected in final qc for suture security and functionality, prior to further processing. It should also be noted that an instructions for use booklet (IFU) exists that describes proper placement and usage techniques. We will continue to monitor this device.